Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by our distributor: listening the media he was aware that last week an incident occurred probably involving one of our catheter. The news reported the death of two years and half patient. Checking into their records they suppose that the catheter used during that procedure was a cvc catheter. The news station was not reported nor the catheter code, not lot number not the name of the manufacturer. No one from the hospital has contacted the distributor no one has contacted us. This is a communication we received by phone by the distributor in order to be aware about the facts reported. The date of event was reported by the news no more info. This is all the info we got for the moment.